Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred while in the cardiac catheterization lab during use. When turned on, the monitor showed no signal but blank. After being tested by the engineers at the distributor many times, this incident sometimes occurs, but not always. As a result, they used another replacement intra-aortic balloon pump (autocat2) successfully. There was no report of injury. No medical/surgical intervention was required. There was a one minute delay or interruption in therapy noted with no harm to the patient noted. The patient outcome is the patient did not have any complications. The pump is back in service since the monitor worked again.